Event description:
Pt states that after being fitted for dentures in 2001, he used fixodent denture powder and noticed his mouth was irritated, raw, burning sensation, bleeding and that his tongue is raw and unable to eat. Over the years this has become progressively worse.